Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that the measuring cell of the cobas e 411 immunoassay analyzer (e411) was changed in (B)(6) 2017 and performance testing was performed at this time. Yearly maintenance and performance testing was run on the analyzer in (B)(6) 2017 and the last quarterly maintenance was performed on the analyzer in (B)(6) 2018. Later, the customer stated that quality controls were consistently running low for the elecsys ca 19-9 immunoassay (ca 19-9) on the e411. The customer checked the control target values and these were correct. The field service engineer re-calibrated the measuring cell, which caused controls to shift from the mean to two standard deviations. The customer also stated that there were differences in ca 19-9 results for an unspecified number of patients. No specific data was provided, only that there was an approximate 30% difference between initial and repeat results. No erroneous results were reported outside of the laboratory. The specific date of the event is not known. As a result of the control shift, the measuring cell was replaced. After the cell was changed, controls all returned to acceptable limits and control performance of the ca 19-9 assay improved. No adverse events were alleged to have occurred with the patients. The ca 19-9 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The customer has confirmed that there were only 2 patient samples involved in the event. The first sample resulted with a ca 19-9 value of 16.58 u/ml at the customer site. This sample was repeated in a different laboratory, resulting as 8.4 u/ml. The second sample resulted with a ca 19-9 value of 51.86 u/ml at the customer site. This sample was repeated in a different laboratory, resulting as 45.2 u/ml.

Manufacturer narrative:
The customer observed additional issues with controls being outside of range a few times in a row. The field service engineer cleaned the cell of the analyzer. After this, control recovery returned to how they had recovered previously. For calibrations performed between 29-jan-2017 and 13-mar-2017, signals were lower than expected. Between 20-mar-2017 and 27-jun-2017, calibration signals were still lower than expected, but significantly higher than the previous time period. Between 02-jul-2017 and 10-apr-2018, calibration signals were lower than expected. Calibration signals for calibrations performed on 08-jul-2018 were slightly lower than expected. Controls tested between 31-mar-2017 and 21-jun-2017 were within range, with one control measurement being outside of range high. Controls tested between 22-aug-2017 and 03-jan-2018 were within range and two measurements were outside of range low. Between 08-jan-2018 and 21-mar-2018 approximately half of the values were within range and the other half were outside of range low. On 21-mar-2018, controls were outside of range low. Between 01-apr-2018 and 17-apr-2018, 2 control values were outside of range low and one value was within range. The investigation was unable to find a definitive root cause. Based on product labeling, the measured ca 19-9 value of a patient¿s sample can vary depending on the testing procedure used.